Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0146980. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture was returned for evaluation by our quality engineer team. Through examination of the picture sample, only the cannula and the inner and outer components were observed, the full product was not shown. The picture sample did reveal a defective stylet, however, based on the picture sample alone the defect observed could not be attributed to the manufacturing process. There are controls in place within the manufacturing area to prevent defects of this type and all operators are properly trained to identify these types of characteristics. If the physical sample becomes available, further investigative results could be concluded.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system stylet was damaged. The following information was provided by the initial reporter, translated from french to english: "during a catheter insertion in an anxious 9 year old child++ (without any particular difficulty, vein found immediately) the ide was unable to pull the mandrin. She was able to pull a part but then it was like a blockage. She finally forced it and it seemed twisted, on closer inspection, the mandrin seemed "denuded" or "broken."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system stylet was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "during a catheter insertion in an anxious (B)(6) child (without any particular difficulty, vein found immediately) the ide was unable to pull the mandrin. She was able to pull a part but then it was like a blockage. She finally forced it and it seemed twisted, on closer inspection, the mandrin seemed "denuded" or "broken"."